Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that the threading in the battery compartment of their insulin pump melted and customer has electrical tape holding the battery cap in place. The customer stated the issue occurred when a battery exploded in the battery compartment. The patient's blood glucose level was 110 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Unable to test the pump due to broken battery tube threads. The pump also had a corroded battery tube. No moisture damage was noted on the electronics or motor. No damage noted on the isolation tape on the lcd. The pump was received without the original battery cap. The pump also had minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker.